Manufacturer narrative:
Device evaluation : the device was returned intact and functional, the device gel was noted to be cloudy.

Event description:
Capsular contracture baker grade iii on left device.